Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that after a 7.1 software upgrade, the site's dell handheld computer screen would freeze following interrogations. The product was returned to cyberonics and is pending analysis.